Event description:
Reporter stated that customer received the following results on the compact plus system within 10 minutes: 4.4 mmol/l and 8.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect device is no longer available to return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.